Manufacturer narrative:
The insulin pump had alarmed button error and the act button has intermittent response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. No moisture damage inside the device noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and he wasn't doing anything. Customer pulled out the device form his pocket when the alarm occurred. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm, only had it in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer also mentioned the device had fluids under the lcd display.